Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure that was in progress when the issue occurred was completed by using another system. No harm or injury was reported to philips. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. Troubleshooting found that the x-ray pc had no power. The fse replaced the direct current power supply (dcps) and the power distribution unit (pdu) fantray. The dcps and pdu fantray were returned for analysis. Failure analysis determined that power supplies 01/02/03 had all malfunctioned. After the dcps and pdu fantray was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed the message: "x-ray not possible. Contact technical support." After booting up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.